Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a resume pump alarm occurred. Customer¿s blood glucose value was in the range of 270-300 mg/dl.